Event description:
Hcp reported pt underwent bilateral implantation of intracranial electrodes in 2005. Pulse generators were implanted about a week later. The pt's mental status was normal at the time of the fourth visit. Psychotic symptoms became manifest a few days immediately prior to vist five. Hcp suspects one or both stimulators were off during the final randomization week based on intensity and frequency of tics. The pt's stimulators were activated bilaterally in visit five, followed by psychiatric in-patient hospitalization. Initially the pt remained psychotic but when the medication regimen was changed the pt improved. After two weeks in the hospital, the patient had been without psychotic symptoms for over a week and was sufficiently stable for discharge. The patient was discharged and flew home with a family member. During investigation the hcp learned of severe family stressors which may have played a significant role in trigerring the pt's mental status. Based on the timing, with respect to initial activation and suspected period of bilateral active stimulators, as well as underlying susceptibility and external factors which could precipitate patient symptoms, hcp interpretation is that continuous bilateral stimulation of the thalamic targets did not precipitate the patient's psychotic break.